Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient's father reported seeing connection unsuccessful error. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4) describe event or problem - additional, correction/additional information, device evaluated by manufacturer - correction, event problem and evaluation codes - correction.

Event description:
The complaint device was returned for evaluation; however, a hardware investigation could not be performed because the product is unavailable. Please refer to (B)(4) in regards to the product being unavailable.